Manufacturer narrative:
Additional data: a3. Investigation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch of which we manufactured and mostly distributed in the market (B)(4) units. There are 7 units in stock in b. Braun surgical's warehouse. We have received one closed sample for analysis. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the knot pull tensile strength of the sample received and the results fulfill the requirements of the european pharmacopoeia (ep): 6.21 kgf (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). We have also conducted degradation test in the sample received and the result at 37ºc into nacl 0.9% solution for 14 days is 4.64 kgf and fulfil bbs requirement: 2.69 kgf in minimum. Knot security control has been conducted with the sample received and the result is into the current range for this thread and size. Nevertheless, knot security test needs at least 10 samples to be conducted. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 6.16 kgf in average and 5.87 kgf in minimum and fulfilled ep requirements. Degradation test results conducted on samples before releasing the product at 37ºc into nacl 0.9% solution for 14 days were 4.54 kgf in average and 4.20 kgf in minimum and fulfilled bbs requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, b)(4) materials, process methods or other technological characteristics are registered within the u.s. K122734. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported the thread was not holding. The reporter indicated that evacuation of a patient one day postoperative after a cesarean section, it was doubted about the resistance of the sutures that were used. The patient outcome is well.